Manufacturer narrative:
Device eval begun, but not yet completed.

Event description:
It was reported that, while preparing the extracorporeal circuit (assembled by another MFR) for use in a cardiac surgery procedure, the perfusionist observed a whitish particle, 5 mm in length, in the drip chamber, just below (downstream of) the firm's device (which is a component of the assembled circuit), during the priming of the device and circuit. It was not stated, (but presumed), that the device and drip chamber containing the particle were removed and replaced, and that the circuit was then primed and the surgery performed. The involved device was to be returned to the firm for eval. No pt sequelae were reported.